Manufacturer narrative:
We have not received the complaint device for evaluation since the device was discarded by the user. We have observed the reported incident in the picture that was provided to us by the user. In the picture, we observed that the common carotid balloon had ruptured. During our follow-up investigation, we were informed that the balloon ruptured when the balloon was inflated inside the common carotid artery of the patient. The surgeon inserted the inflation arm 5 cm inside the common carotid artery. He mentioned that the vessel was calcified around this region which may have caused the balloon to rupture upon inflation. However, he could not confirm if that was the exact cause of the balloon rupture. The patient lost about 50 ml of blood due to this incident. The balloon rupture did not cause any balloon fragmentation. No abnormalities were detected in eeg/tcd monitoring. There was no impact on the patient's health because of this incident. Based on our investigation, it is likely that the balloon ruptured upon contact with the calcified region of the vessel. As stated in the IFU, we recommend exercising caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the endarterectomy procedure. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
During the carotid endarterectomy procedure (cea), the common carotid balloon of the pruitt f3 carotid shunt ruptured. This led to a minor blood loss. The surgeon used another pruitt f3 carotid shunt and continued with the procedure.